Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a single lumen PICC. The customer reports, "the PICC leaked at the stabilization wing."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.